Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the anchor was inserted using the guide and drill from the ar 3638dc disposable kit, in accordance with the technique guide. While converting the knotless anchor after insertion, the working suture failed and broke. A second attempt at conversion was made, during which the working suture broke again. This was detected during use in a shoulder labrum repair and stabilisation procedure on (B)(6) 2026. The procedure was completed successfully as the surgeon assessed the situation and proceeded to place an additional 1.8 knotless fibertak anchor, which was inserted and converted successfully without issue. The bone quality was noted to be good, and the surgeon¿s technique was appropriate and consistent with the surgical technique guide. No deviation from recommended instrumentation or procedural steps was identified.